Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet and a damaged set screw. (B)(4).

Event description:
It was reported that during an attempted implant, when connecting the lead to the header of the device, the setscrew of the connector was noted to be "turning empty." The device was removed. No patient complications have been reported as a result of this event.